Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertain to product code ez10g. Upon visual assessment of the suture pieces, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, it was observed that the cannula contained a suture. However, the suture cannot be dispensed because it has begun with the degradation process; this causes the endloop was come off from the cardboard. Also, the foil was visually inspected, and wrinkles and holes in the cavity were observed due to handling. As per the conditions of the returned sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported by the sales rep that during an unknown procedure, endloop was coming off from the cardboard and the suture was torn when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No adverse patient consequences were reported. Additional information was requested.